Manufacturer narrative:
Na

Event description:
It was reported that the device reported an alert for possible output circuit damage. The high voltage lead impedance was measured to be less than 10 ohms. The lead was capped.